Event description:
Asku

Event description:
It was reported that the right atrial lead become dislodged and had migrated back into the pocket. High threshold was also reported. In addition, the patient called and indicated that the lead was replaced as it had become loose, was near a muscle and caused her left arm to jerk. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead guide tooth was damaged. It was noted that the proximal conductor was distorted and had blood/body fluid on it. It was also noted that the outer insulation was breached cut and that blood was in/on the helix mechanism; apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead guide tooth was damaged. It was noted that the proximal conductor was distorted and had blood/body fluid on it. It was also noted that the outer insulation was breached cut and that blood was in/on the helix mechanism; apparent explant damage.